Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from non symptomatic patient on (B)(6) 2020, which was tested on xpert sars-cov-2 and resulted as sars-cov-2 positive (reported to the physician). Sample 2 was collected on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 2 retest occurred on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (reported to the physician). This sample 2 was frozen and then thawed out prior to retesting, which is off label. Sample 1 retest occurred on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (reported to the physician). This sample 1 was frozen and then thawed out prior to retesting, which is off-label. Sample 3 was collected on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2 tested on the genexpert instrument. Customer collected sample 1 from non symptomatic patient on (B)(6) 2020, which was tested on xpert sars-cov-2 and resulted as sars-cov-2 positive (reported to the physician). Sample 2 was collected on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Sample 2 retest occurred on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (reported to the physician). This sample 2 was frozen and then thawed out prior to retesting. Sample 1 retest occurred on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 negative (reported to the physician). This sample 1 was frozen and then thawed out prior to retesting. Sample 3 was collected on (B)(6) 2020, which was tested on xpert xpress sars-cov-2 and resulted as sars-cov-2 presumptive positive (reported to the physician). Review of data provided by customer showed normal amplification curves. Root cause is due to target near lod. Repeat testing of sample 1 and sample 2 were considered off-label as samples were frozen and then thawed which likely led to target degradation. There is no evidence of product malfunction and no report of patient harm. As per section 3 of xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Note device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.